Event description:
A voluntary medwatch was received under uf/importer report #110064-2005-8001, and the following info was noted: an 0.018" sv5 wire was placed in the tibiopereoneal trunk without difficulty. Over the wire, a 4 x 40 balloon was placed, then used to dilate the popliteal artery. An initial significant recoil was noted and on attempts to reposition the wire, the floppy portion of the wire unraveled on the mandril. The wire broke. The catheter was replaced. An 0.035" wire was guided down the peroneal artery, and then the 0.018" wire was replaced with another 0.018" wire. Angioplasty was completed. The outer sheath was guided to the area of the retaned wire fragment (approximately 1/2 inch) and using the snare, the wire was removed completely. No pt injury resulted.